Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling properly. During revision surgery, the tubing closest to the pump was noted to be frayed and broke apart. The issue was suspected to be related to fluid loss, although the source could not be confirmed. A new set of cylinders was implanted. There were no patient complications reported.